Event description:
When attaching a new light cord to endoscopic vein harvesting black instrument cord, surgical assistant went to unhook cord and realized the cord was broken and the wires were frayed. Broken cord was tagged and management notified.